Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and noise, leading to inappropriate electric shock. Troubleshooting options were discussed and recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.